Manufacturer narrative:
Additional information received that the patient outcome was reported to be stable.

Event description:
It was reported that the patient experienced recurring incontinence and a malfunctioning device. The artificial urinary sphincter(aus) device was replaced. The patient outcome was reported to be stable. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced recurring incontinence and a malfunctioning device. The artificial urinary sphincter (aus) device was replaced. The patient outcome was reported to be stable. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.